Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Full UDI # information unavailable since the lot number is unknown. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bidirectional navigation catheter and suffered diaphragmatic paralysis requiring no medical or surgical intervention. A few weeks post-procedure, during a follow-up visit, the patient presented with shortness of breath. Imaging revealed phrenic nerve palsy. Patient was reported to be in stable condition. Patient did not require extended hospitalization as a result of the adverse event. Patient will undergo follow-up imaging. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. It was noted that there were no equipment malfunctions.